Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided. D4: lot number updated. An impulse device was returned to for evaluation. Visual and microscope observations identified blood residue at the catheter hub. No damage was observed. The reported event was confirmed.

Event description:
It was reported that foreign material was present on the device. An fr4 impulse diagnostic catheter was selected for use. When the device was removed from the package, it was noted that the catheter presented with residue and was not used. No patient complications reported. No further information is available.

Event description:
It was reported that a foreign material was present in the device. A fr4 impulse diagnostic catheter was selected for use. When taking out of the package, it was noted that the catheter presented residues, like a deposit and was not used. No patient complications reported.

Manufacturer narrative:
As the event date was not reported, the first day in the month of the aware date is provided